Manufacturer narrative:
E1906. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture, seroma, infection, and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "bia-alcl", "infection", "seroma", "capsular contracture, mental anguish and fear". The baker grade is unknown.

Event description:
Healthcare professional reported no complaint against the device. Patient representative reported "the plaintiff suffers, and continues to suffer from ... Mental and emotional suffering, fear, grief, anxiety, apprehension", "bia-alcl", "infection", "chronic pain, seroma, pain, rashes, itching, swelling", "capsular contracture", "biocell" device, and "mental pain and suffering." The baker grade is unknown. Histopathological markers confirming alcl have not been received. The following reported events are not device related: "hospitalization, cancer treatments", "disability", "permanent physical injury", "financial loss", "other past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Further investigation: "with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all gel infection complaints for the period of (B)(6)2021 through (B)(6)2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time."

Event description:
Healthcare professional reported no complaint against the device. Patient representative reported "plaintiff suffers, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief (all not device related), and anxiety. Also apprehension, permanent scarring, and financial loss not device related, including but not limited to, bia-alcl. Also scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, cancer treatments (all not device related), infection, disability (not device related), chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, and capsular contracture. Also mental anguish and fear due to fear recurrence, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering." These are not device related. This record is for the left side. Device has been explanted.